Manufacturer narrative:
Laser was evaluated by field service technician and found working within specifications.

Event description:
On (B)(6) 2017, the (B)(6) reported that the patient responded to laser treatment with "burn with bubble". We tried to collect any other information and are having difficulty to collect any additional information. We know that system was checked and was "ok", but were unable to verify patient condition. Without any additional information, we are submitting this MDR as precaution.